Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device isolation circuit card had to be changed. As per follow up information received via email on 07feb2024. Technician would repair the device on site. Temperature out did not work, when they connected it to an external monitor during a treatment, there was a short circuit a shock . Can't get the patient's temperature on an external monitor when they slave temp out from arctic sun. Tested the machine and the calibration did not go through, error 99 which was related to temp out. Isolation circuit card was broken therefore it must be replaced. The issue occurred while treating a patient would connect temp out to external monitor. No patient injury was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device isolation circuit card had to be changed. Per follow up information received via email on 07feb2024. Technician would repair the device on site. Temperature out did not work, when they connected it to an external monitor during a treatment, there was a short circuit/a shock. It cannot get the patient's temperature on an external monitor when they slave temp out from arctic sun. Tested the machine and the calibration did not go through, error 99 which was related to temp out. Isolation circuit card was broken therefore it must be replaced. The issue occurred while treating a patient - would connect temp out to external monitor. No patient injury was reported.